Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the feeding set was leaking from the purple connector that spikes into the formula bag.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Two samples were received for evaluation in their original packaging. Visual and functional evaluations were performed, and the reported defect was confirmed. The product was leaking at the connection between the cross spike and the tubing line. A definitive root cause could not be determined at this time. As part of continuous improvements, a corrective action has been opened which is designed to prevent the re-occurrence of the reported defective condition.